Event description:
Customer called uei (05/08/2002) for calibration service of their unit. During the discussion of scheduling, reporter informed uei of a pt (unknown) who was burned severely in dec. Reporter had little detail on the event. Reproter did say that the pt was suing the user facility. Reporter informed the company that the unit has continued to be used since december.